Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose. Blood glucose at the time of call was 206 mg/dl. The customer indicated that she raised the basal rate and her doctor changed the settings on the pump and that may have led to the high blood glucose. Customer did not have time to troubleshoot but to call back if she would like assistance.